Event description:
It was reported that the ilet bionic pancreas displayed alert code 69, indicating an algorithm data parity check alarm that was noticed while the user was at work, and the user had no backup therapy at that time. Symptoms included no reported impact to blood glucose. Outcomes included user guidance to dismiss the notification and monitor, with multiple follow-up attempts made. Investigation included review of available device data, review of the ilet report, and user follow-up. Investigation of this case revealed no available device data for review and no reported recurrence or blood glucose impact, consistent with a transient algorithm alarm with no clinical effect. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined due to insufficient information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.